Event description:
It was reported that during revision of the right ventricular lead, the physician noted the atrial lead was dislodged. The lead was explanted. No complications occurred during the procedure.

Manufacturer narrative:
(B)(4).